Event description:
Caller reported blood glucose results of "60 something" mg/dl and "90 something" mg/dl within 10 minutes on the advantage system. Reported a second, separate comparison of blood glucose results of 180 mg/dl and "90 something" mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.